Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the response button covers were lifted and the contacts were corroded. The cause of the non-functional response buttons is the corroded contacts. Additionally high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause of the corroded contacts cannot be positively identified. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a paitent's monitor's response buttons were not working.